Event description:
It was reported that patient underwent a radius fracture procedure on (B)(6) 2015. During the procedure, the head of the plate was not drilled to the correct size. As the surgeon attempted to put the pin through the plate, the pin fractured. Another crosslock plate was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was likely due to misuse of the product, however the root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay corrected product return date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Expiration date - unknown.